Event description:
The pt received her scs sys on (B)(6) 2009. It was reported that the pt is charging more frequently than she used to. Her recharging burden has increased from once a week to once every four days. The pt requested for her scs sys to be removed. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.